Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. Our field service engineer (fse) investigated the ventilator on site. On previous call, the o2 sensor had already been replaced but the problem persisted. The printed circuit board for control and monitoring was replaced, the software was reloaded but the o2 sensor failure persisted. Fse solved the reported problem by replacing the o2 gas module. No abnormality was detected during ventilation for one hour after the replacement. The unit was calibrated and passed all functional and safety tests according to factory specifications. Returned to the customer and cleared for clinical use. The o2 gas module was returned for further investigation. Simulated use testing of the returned air gas module failed the pre-use check with pressure transducer test and flow transducer test. The o2 concentration was low during ventilation, 55% instead of 60%. The o2 gas module was further investigated, according to the gas module test system it was not possible to start the test due to +5v did not reach the desired value. The cause of the issue was due to a defective integrated circuit on a printed circuit board inside the gas module. The root cause of the failure of the defective integrated circuit has not been established.

Event description:
Manufacturers ref: #(B)(4).